Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the tampon pieces and did not seek medical attention. She did not experience any adverse health effects.